Manufacturer narrative:
It was reported that colonic ftrd was used for the removal of a polyp. After clip application, tissue resection with ftrd snare was not possible. The tissue was resected by surgery. The technical analysis of the returned device showed that the device was not used in accordance with the IFU's specifications. Aside from that the product did not deviate from the product specification. This report is part of the additional information requested by the FDA and the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: "follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1".

Event description:
Colonic ftrd clip was deployed and afterwards tissue could not be resected with ftrd snare. Tissue resection was conducted by surgery.